Manufacturer narrative:
G4: 20jun2020. B4: 22jun2020. A power switch overlay was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the power on (green) led and alternating current (ac) (amber) led detached from the trace not making contact on the power switch overlay created the power on (green) led and ac (amber) led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13mar2020 b4:(B)(6)2020. H11: b5: there was no issue/failure with the power supply. It was reported that the ventilator had a failure with the power led (light emitting diode) and alarm led. The manufacturer¿s international service technician confirmed the power green and orange led(light emitting diode) had illumination failure. However, could not confirm the alarm led failure. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
It was reported that the ventilator had a failure on the power supply and alarm light emitting diode (led). There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The customer was provided a quote for service and replacement of the power switch overlay.